Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Further investigation revealed that there was no associated malfunction of the subject device.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery the patient had a significant change in medical condition intra-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a surgery the patient had a significant change in medical condition intra-operatively.